Event description:
A hosp reported a loss of image during a procedure. The hosp reported the light could not be adjusted and was too bright. The procedure was completed with a different scope. There was no allegation of harm.